Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The siemens headquarters support center specialist (hsc) reviewed the instrument and event data. The customer indicated that the initial testing for the original sample was run using a primary tube and for the repeat testing, the sample was poured off into a small sample container cup. The aspiration profile data indicated that the aspiration of the sample in question was atypical compared with the other cardiac troponin-I (tni) samples. This was either due to the particulate matter in the sample or increased viscosity such as partial clot. The quality controls (qc) and calibrations were within range. The hsc specialist concluded that the issue was consistent with sample integrity. There was no indication of an instrument or reagent issue. The cause of the discordant, falsely elevated tni result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni) result was obtained on a dimension exl with lm instrument. The initial result was reported to the physician(s), who questioned the result. The patient was admitted to the emergency room and was kept under observation in an intensive care unit. The original sample was repeated on the same instrument, resulting lower. Two new samples were drawn from the patient. The first redraw was done two hours later and the second redraw was done 6 hours later. Both redrawn samples were tested on the same instrument, resulting lower both times. All the lower tni values were correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.